Manufacturer narrative:
(B)(4). Evaluation: functional flow rate testing showed that the flow rate was within specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced an over-infusion while using a folfusor elastomeric device. This device was filled with fluorouracil (85.6ml) and nacl 0.9% (120ml) and infused over the course of twenty hours, rather than twenty-four hours. There was no patient injury in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One filled unit was received for evaluation. The initial visual inspection showed no signs of physical abnormality. The unit was reportedly filled with only 205.6 ml of fluid during patient use. Per the product's directions for use, the nominal fill volume should be 240ml and the maximum fill volume should be 300ml. Therefore, the reported problem of over-infusion was confirmed due to a reduction in fill volume during patient use. A functional flow rate test was performed on the unit by applying the proper product usage indicated and was found to be within specification. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.